Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during patient use. The device was filled with a solution of 80ml of 5-fluorouracil and 150ml of saline when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the customer discarded the device. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.